Event description:
A malfunction alarm with code 12 occurred without any notable events preceding it. There was no reported impact on the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the customer with the process, and the issue did not recur. The customer was instructed to continue using the pump and to call back if the issue arises again, which they understood and acknowledged.